Manufacturer narrative:
On 10/19/2023, conformis received an order for replacement inserts for this pt. The reason is "infection" with the cause "patient fell". Primary surgery occurred (B)(6) 2023. Replacement surgery scheduled for (B)(6) 2023. (B)(6) 2023: according to the sterilization records this sn was sterilized using the eo method. This sn was sterilized on eo load 20220707. No ncmr's are associated with this eo load. A review of this sn resulted in no non-conformances and would indicate the device was designed and manufactured to specifications. Endotoxin results were also reviewed and did not record any excursions during the period the product was processed through final manufactuing. Cause of infection is likely from the patient's fall and cannot be conclusively determined.

Event description:
On 10/19/2023, conformis received an order for replacement inserts for this pt. The reason is "infection" with the cause "patient fell". Primary surgery occurred (B)(6) 2023. Replacement surgery scheduled for (B)(6) 2023.

Manufacturer narrative:
On 10/19/2023, conformis received an order for replacement inserts for this pt. The reason is "infection" with the cause "patient fell". Primary surgery occurred (B)(6) 2022. Replacement surgery scheduled for (B)(6). 10/31/2023: according to the sterilization records this sn was sterilized using the eo method. This sn was sterilized on eo load 20220707. No ncmr's are associated with this eo load. A review of this sn resulted in no non-conformances and would indicate the device was designed and manufactured to specifications. Endotoxin results were also reviewed and did not record any excursions during the period the product was processed through final manufactuing. Cause of infection is likely from the patient's fall and cannot be conclusively determined. 11/01/2023 it was initally reported that the original MDR filed that 'the primary suregery was (B)(6) 2023. The actual surgery date was as noted above.

Event description:
On 10/19/2023, conformis received an order for replacement inserts for this pt. The reason is "infection" with the cause "patient fell". Primary surgery occurred (B)(6) 2022. Replacement surgery scheduled for (B)(6) 2023. 11/01/2023 it was initially reported that the original MDR filed that 'the primary surgery was (B)(6) 2023. The actual surgery date was corrected as noted above.